Manufacturer narrative:
UDI: (B)(4). Review of the history device records confirmed the valve product code 82-3116 with lot 178234, conformed to the specifications when released to stock on the 5th march 2018. It was not possible to investigate the complaint and root cause could not be determined as no sample was returned for evaluation. Numerous attempts were made to recover the device, with no success. Linked to MFR report # 1226348-2019-00317.

Event description:
1 of 2 reports. It was reported that the rickham reservoir (ID 823116) was connected in a crooked manner. The problem occurred during inspection prior to/during programing. No patient injury reported; however, information received on (B)(6) 2019 reports a 44 minutes surgical delay due to the product problem.